Manufacturer narrative:
Per -(B)(4) initial report. This initial report is being submitted retrospectively as per FDA request. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and a detailed patient outcome was requested in order to progress with the investigation of this event, however, this information was not available and thus there was only very limited information available for investigation. It was confirmed that the explanted devices were discarded by the hospital following the revision and thus they could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available for this event, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for additional investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximately 2 months due to infection.